Manufacturer narrative:
The smiths medical cadd-solis vip pump was returned in good physical condition. The pump was able to be powered up during testing and all functional tests were able to pass. The stated probelm was not verified. The device was ran over night with no problems. The event log additionally didn't show any power off or loss of power around the time of the complaint.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump kept shutting off. There were no reported adverse events.